Event description:
The patient was referred for full revision surgery due to high impedance. The generator was replaced, and system diagnostics still showed high impedance. Generator diagnostics were performed and the impedance was ok. The surgeon then replaced the lead, and the impedance was ok. The suspect device was received and is pending completion of product analysis. No additional relevant information has been received to date.

Event description:
Product analysis was completed on the returned generator and lead. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 2.905 volts, and the memory locations on the generator indicated that 94.637% of the battery had been consumed. The pa worksheets, phd, and blc were reviewed. There were no performance, or any other type of adverse conditions found with the pulse generator. Lead analysis revealed that during the functional analysis of the 1st portion, the ring coil was found to be broken. Both coil break and breakmate ends show signs of pitting or electro etching and metal dissolution. The fracture mechanism could not be ascertained due to the pitting and metal dissolution. During the visual analysis of the second portion, the pin coil was found to be broken. Both coil break and breakmate ends show signs of metal dissolution. The fracture mechanism could not be ascertained due to metal dissolution. Continuity checks of both returned lead portions were performed, and no other discontinuities were identified. Other than the noted above conditions and three abraded openings, the condition of the returned lead portions are consistent with conditions that typically exits following an explant procedure.